Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was partial stent deployment, difficulty withdrawing, sheath breakage, and thrombosis. A contralateral approach was used to access the thrombosed lesion with normal tortuosity in the iliac artery. The lesion was pre-dilated. An innova self expanding stent was selected for use. The thumbwheel was used until the white arrow was visible. Normal force was used to turn the thumbwheel and the stent was quickly deployed. The white arrow was observed before the pull grip was used to complete the deployment. However, only half of the stent deployed. This lead to forceful withdrawal of the sheath which broke as well. When the sheath was pulled, it lead to thrombosis of the internal iliac artery which was the arteriography control. There were no kinks in the catheter. The stent was probably fractured or elongated. The patient did not undergo surgery to remove the stent. Another guide and stent were successfully used to complete the procedure.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. The shaft showed buckling/damage from the nosecone to approximately 25cm distal. The middle shaft and the inner shaft were completely separated from the handle. There were also multiple kinks in the middle shaft and the inner shaft. The pull handle was fractured at the handle and was not returned with the complaint device. The handle was opened and it was noticed that the inner shaft had pulled out of the cuff. The mid-shaft was also separated from the retainer clip. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was partial stent deployment, difficulty withdrawing, sheath breakage, and thrombosis. A contralateral approach was used to access the thrombosed lesion with normal tortuosity in the iliac artery. The lesion was pre-dilated. An innova¿ self expanding stent was selected for use. The thumbwheel was used until the white arrow was visible. Normal force was used to turn the thumbwheel and the stent was quickly deployed. The white arrow was observed before the pull grip was used to complete the deployment. However, only half of the stent deployed. This lead to forceful withdrawal of the sheath which broke as well. When the sheath was pulled, it lead to thrombosis of the internal iliac artery which was the arteriography control. There were no kinks in the catheter. The stent was probably fractured or elongated. The patient did not undergo surgery to remove the stent. Another guide and stent were successfully used to complete the procedure.